Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for low pacing lead impedance on right ventricular lead was observed when the patient presented remotely via carelink transmission. Patient was called in clinic for further evaluation and low out of range pacing lead impedance alert was observed. All lead measurements in clinic were within normal range. Patient was stable and will continue to be monitored.